Event description:
It was reported that the customer received a low battery alert on the insulin pump. Customer's blood glucose level was 280 mg/dl. Customer was calling a second time regarding a low battery. Customer was calling back because the battery cap did not resolve the issue. Customer found that the keys were not being responsive. The down arrow button was not scrolling anymore. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.